Event description:
Bilateral ruptured breast implants. A 23 year old white female gravida o status post right mastectomy with bilateral submuscular gel augmentation for asymmetry hypoplasia 3/29/91 (right 190cc and left 285cc surgitek gels). Pt states right was painful early on but has lessened. She denies decreased size, change in shape/texture but desires removal. She had history of bilateral trauma. Arthralgias, myalgias, paresthesias, spasms, sleep disturbances, headaches, temporomandibular joint disease, visual changes, dizziness, memory loss, dry eyes, hair loss, oral sores, and shortness of breath.